Event description:
It was reported that the lead was observed to be dislodged. The patient was stable before, during and after the procedure. No further information is available at this time.

Event description:
Additional information received indicated that there is no complaints on the lv lead.